Event description:
It was reported that the user received an occlusion alert on the ilet pump, the call disconnected, and upon follow-up the user had no active alerts; the user¿s glucose was 319 mg/dl and they were advised the pump would work to correct levels, with cause unclear for the hyperglycemia and no specific device component implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a lack of effect was considered as a potential device problem and the specific device component could not be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.